Event description:
It was reported that no alert/notification occurred occasionally between 2/11/2026 and 2/24/2026. Data was provided for investigation. The allegation was confirmed due to the finding of no audio output frequently occasionally rarely within the investigation window. The probable cause of the no audio output could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.